Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked. However, the customer stated that the pump was still functional. Reportedly, the pump touch screen was cracked because the pump was accidentally slammed in a car door. The customer's blood glucose level went up to 250 mg/dl and was addressed with a bolus via the pump. Reportedly, customer would continue to use the pump for insulin therapy.